Manufacturer narrative:
The synchroseal instrument was returned with the cord cut. Due to the damage, the instrument could not be tested for functionality. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The jaws opened and closed properly. The instrument could not be tested for sealing/cutting capabilities due to the instrument being return with the cord cut.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal no longer followed the surgeon's movements. Anarchic movements. The robot arms disconnected, then reconnected. No known impact or patient consequence was reported. Intuitive surgical, inc. Obtained additional information. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The movements did not match the demand. The movements of the surgeon was not assessable. The instrument moved in the intended direction. The timing of the instrument movement was appropriate. There was no shakiness or friction experienced. There were no external collisions. There was no instrument-to-instrument or system arm-to-arm interference. Issue was persistent. Vascular dissection was being performed at the time of the issue. The customer changed the instrument and completed the procedure. There was no injury. Procedure was delayed for ten minutes.